Event description:
Remodulin cassette and cadd [continuous ambulatory delivery device] tubing changed by rn with second rn verification. Approximately 50 minutes later, patient experiencing new onset chest pain and pressure. Infusion stopped. New cassette requested from pharmacy, new extension tubing placed, new peripheral IV placed. No symptoms experienced by patient after replacement of cassette, tubing, and IV. No known harm at this time.